Event description:
The customer reported that their insulin pump screen was not turning on. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.